Event description:
It was reported that the ht70 ventilator screen freezes and the battery has to be removed to turn the unit off. There was no patient involvement at the time of the reported condition. The customer expects the ventilator to be sent for repair.

Manufacturer narrative:
He customer report of a screen freeze was confirmed. The sbc board was placed into a test unit and failed power on self test (post). The six image splash screen was observed during post. The issue can be cleared by power cycling 100 power cycles. This issue is a known issued caused by the processor u700 malfunctioning. The sbc board was inspected and processer u700 (nw266) is used on this board. It was noted that sbc board with u700- part number nw266 were found to have the issue. A software fix has been implemented to resolve the failure.

Event description:
It was reported that the ht70 ventilator screen freezes and the battery has to be removed to turn the unit off. There was no patient involvement at the time of the reported condition. The customer expects the ventilator to be sent for repair.